Event description:
The user facility called and reported that during an arthroscopic meniscal repair on a 14 year old patient, the deployment needle fell into the patient's joint space. The device was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.